Event description:
Simv frequency fluctuates. Unable to set value for peep and inspiratory rise time. Found liquid spillage on the surface of the patient control unit. Four corroded potentiometers replaced: peep, simv frequency, inspiratory time percent, inspiratory rise time. Reference lss-vo2247.